Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the auxiliary channel (j-tube) had foreign object. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions and wear of the angle wire which caused play and bending of the up, down, left and right knob to not meet the standard value. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.